Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose above 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. No treatment was provided.

Manufacturer narrative:
No damages or defects were found that would cause dislodging of the cannula. Download data showed no timeouts or drive stalls and no alarms were generated. The cause of the dislodging could not be determined. The top housing was observed to be cracked. The timing and cause of this damage could not be determined. There is no indication this damage had any affect on the functionality of the device. It could not be determined if the damage contributed to the reported event.